Manufacturer narrative:
Trackwise ID #(B)(4). Updated sections: g-4, g-7, h-2, h-6, h-10, h-11. Corrected section: b-5.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, the heater wire was detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, the heater wire was detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects. .

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152907 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device was discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500, surgical pa noted that the "cautery portion of the device was not intact. Surgical pa examined the patient site in which device was utilized on and saw no harm". A replacement device was used to complete the procedure. The hospital did not report any patient effects .